Event description:
Per the information provided to co through means of the physician/surgeons operative report, it was stated.."operative procedure: revision of penile prosthesis with replacement of pump". During the procedure it was stated,..."the defect was a split in the tubing of the reservoir tubing which exited the pump platform. The system was purged with antibiotics, totally evacuated the former fluid. The reservoir was filled with 120 cc, splitting its capsule, then leaving 100 cc in the system. Three true lock connectors were used to connect the pump the cylinders and the reservoir. The prosthesis cycled satisfactorily".

Manufacturer narrative:
In a received operative report the physician indicated the following: "the [device's] defect was a split in the tubing of the reservoir tubing which exited the pump platform." After the dr. Replaced the pump, "the prosthesis cycled satisfactorily." The pump was received and evaluated by the MFR. During functional testing, a leakage site was observed at the pump's inlet tubing, near the strain relief. A microscopic examination of the leakage site was performed. The cross sectional surface area of the leakage site was rough and irregular, indicating a tubing tear. This tubing was received bent anteriorly (away from the leakage site), indicating that the tubing was positioned in a bent manner for a long period of time. Based on the received information and quality assurance's evaluation, qa concludes the following: a leak exists with this device, and the tubing tear that caused this leak was caused by stress(es) contributed by the position of the device while in-vivo and from stress(es) associated with device usage over time. The patient history also indicated the patient has had two previous penile implants and the report of a hematoma two weeks post op in 1991.